Event description:
The surgeon was using an indigo-p injector with a competitor's lens and upon insertion into the eye, he noticed the intraocular lens was torn. The surgeon stated that the lens was loaded into the injector incorrectly. The surgeon removed the lens without enlarging the incision and inserted another lens. No pt injury.